Event description:
It is reported that a customer had issues uploading carlink on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Pump passed self test and communicated properly to the test remote. No rf communication anomaly noted. However a47 alarm confirmed in the history file due to corrupted history file. Unable to upload to care-link pro. Or personal due to corrupted history file. Pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window.